Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was without stimulation. An impedance check showed all lead contacts to be within normal range. X-rays did not reveal any anomalies. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved. This report was originally submitted on 10/07/2015 under MFR report # 1627487-2015-23596. The filing is hereby resubmitted to reflect the appropriate MFR report number.

Manufacturer narrative:
Corrected data: this report was originally submitted on 10/07/2015 under MFR report # 1627487-2015-23593. On 12/2/2015 a correction was sent which stated the correct MFR. Report # as 1627487-2015-23596, however, this was also incorrect. This supplemental report reflects the correct MDR #. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report was originally submitted on 10/07/2015 under MFR report # 1627487-2015-23593. On 12/2/2015 a correction was sent which stated the correct MFR. Report # as 1627487-2015-23596, however, this was also incorrect. This supplemental report reflects the correct MDR #.